Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unspecified anti-inflammatory drug injection (dose, frequency and route were not reported). It was reported that pd therapy was ongoing during the treatment. At the time of this report, the patient was not recovered from the event. No additional information is available.